Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-33, lot# v821945, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v885492, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the stimulation was on wrong side and in abdomen. X-ray did not show migration. The patient had been reprogrammed. The physician plans to revise epidural lead to provide better coverage to correct side. Less than two weeks later it was reported that the revision had taken place. It was stated that the patient was to be seen post revision one day after the report. One day later it was reported that the patient did not charge the device for the post revision appointment and the programming would be attempted one week after the report after she charged. It was reported that the patient met with a company representative in the clinic and she did not have stimulation where she needed it. It was noted that the impedances were "within normal limits". The patient was requesting an explant. It was also noted that the patient "was never compliant with usage or charging post implantation. It was reported the device was explanted due to patient non-compliance. It was noted it was not removed due to normal battery depletion. It was noted the patient recovered without sequela. (B)(6) 2013 (B)(4) update (rep): additional information noted the therapy was unsuccessful.

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(4) showed the battery had a reduced capacity to overdischarge condition. The stimulator was received with no telemetry. The device recovered normally for testing after a physician mode recharge (pmr) procedure. Per the trace report the total recharge count for the device was 32 with the last recorded recharge session, while the device was implanted, date of (B)(6) 2013. During that session, the device was recharged for a total of 1 hour 43 minutes and the battery charged from 2.965 to 3.715 volts. The battery discharged to the lock mode on (B)(6) 2013. The device was first tested (functional test) with the adaptive stimulation feature enabled and failed. The feature was then disabled and the device retested and passed the final functional test. Good, s table output was then seen on all electrodes referenced to one electrode. Analysis of lead model 3778-60, serial# (B)(4) showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.